Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from this device was performed. This device was removed and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. The device has not been received for analysis. If there is any further relevant information, this report will be updated.